Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-may-12, information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said their ins was no longer working and needed to be replaced. Pt said it had not worked for a little while, and said end of last year, maybe earlier. Pt then said their back was really acting up in the last month or so and they couldn't bend down to pick up anything so they were hoping getting ins replaced would help. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt said they already called the hcp office and was told to call mdt to get in touch with a rep. On (B)(6) 2021, additional information was received from the patient reporting their ins was not working anymore. Pt did not know when it stopped working but noted that it stopped working awhile ago. Pt said they were scheduled for a replacement surgery next week on friday (B)(6) 2021.